Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6) .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/09/2017 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs 162) with low non-zero force. During testing, the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation.